Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient or harm injury. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional valve, 3-way solenoid valve and system board were replaced to address the issue.